Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lateral interbody fusion (olif) at l4-5 and posterior lumbar interbody fusion (plif) at l5-s1 due to spinal canal stenosis. Intra-op, after the first cage was inserted, the cage was expanded until the counter torque idled. Thereafter, the surgeon replaced the handle with a fixed egg handle for further expanding, and when performing further expanding, the tip of the inserter broke and remained in the cage. This broken tip sank into the screw on the cage side, and the surgeon judged that it was impossible to remove the tip, then wound closure was performed.

Manufacturer narrative:
Additional information: product analysis results: visual and optical inspection confirmed approximately 2 mm has been sheared off. Optical inspection of the fracture surface revealed circular material flow consistent with torsional overload. The tip was not returned for analysis. If information is provided in the future, a supplemental report will be issued.